Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. During visual evaluation, the sample appeared to be clean and both slides were in their initial positions. Upon functional testing, the top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. A drop test was performed using a drop test apparatus with the top slide locked in place. After the sample was released, the top slide did not self-activate. An x-ray was performed on the sample to view the cannula tang engagement. The x-ray showed that the cannula tangs were fully engaging with the device housing. The device was further tested by cocking and dry-firing the device for a total of 6 times. The device was able to prime and dry-fire properly with no issues. Therefore, the investigation is unconfirmed for the reported self-activation as the device was not able to self activate while testing. A definitive root cause for the alleged self-activation could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly self-activated. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was returned for evaluation. During visual evaluation, the sample appeared to be clean and both slides were in their initial positions. Upon functional testing, the top slide was able to lock into place. The bottom slide was then pushed into the device and was also able to lock into place. A drop test was performed using a drop test apparatus with the top slide locked in place. After the sample was released, the top slide did not self-activate. An x-ray was performed on the sample to view the cannula tang engagement. The x-ray showed that the cannula tangs were fully engaging with the device housing. The device was further tested by cocking and dry-firing the device for a total of 6 times. The device was able to prime and dry-fire properly with no issues. Therefore, the investigation is unconfirmed for the reported self-activation as the device was not able to self activate while testing. A definitive root cause for the alleged self-activation could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 03/2022), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Event description:
It was reported that during a biopsy procedure, the device allegedly self-activated. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2022).

Event description:
It was reported that during a biopsy procedure, the device allegedly self-activated. There was no patient contact.